Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of b30 error code no image was confirmed. The following additional findings were also noted: no data transmission on the exera identification chip, leak and a hole on bending section cover, bending section cover glue peeling, rainbow static on image, switch one to four not working, bending section mesh torn and cut, corrosion on charge coupled device, corrosion on control body, and traces of dry fluid and corrosion on the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, b30 no image error while inspecting evis exera iii bronchovideoscope prior to a procedure. There was no reported patient harm or impact due to this event.

Event description:
Additional information obtained identifies: the intended procedure was a diagnostic bronchoscopy. A similar device was used and the error message was still present. The scope processor was checked and everything was reported to be ok. The procedure was able to be completed with another scope processor and scope. Troubleshooting via phone also identified this subject device also identified e216 error message.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct b5 of the initial report with information inadvertently left off (identified via b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 and e216 errors occurred due to a-rubber was leaked while the user was handling the device, and water invaded the device. Due to the invasion, abnormality of electronic parts occurred which led to temporary occurrence of the suggested events. The instructions for use identify verbiage that could prevent the phenomena: "- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscopes distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.